Event description:
Female reported she experienced a burning sensation, redness and a swollen eyelid after using a new unit of complete multipurpose solution easy rub with her encore premium and soflens bifocal contact lenses. She removed the lens and washed her eye with water and did not try wearing the lens again for a day or so. When she tried to wear the lens again, the same thing happened, but not as severe as the lens was not inserted all the way onto the eye. She has used complete mps before without trouble. This was a relatively new bottle and she was using the new lens case that came with the bottle. Her symptoms resolved without medical treatment.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. MFR of reported device performed chemistry eval of the actual product used by the consumer; complaint sample failed chemistry specifications.